Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with no physical damage found on the device. During analysis, the reported complaint regarding "error code" was not duplicated at power up. No error code was found in the event log but was recorded in manufacturing utility (mu) mode. Service cleared error code and re-installed software for preventive action. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "error 42224". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.